Event description:
Hospital personnel report that an extravasation occurred while the injector was being used to inject constrast media. Checkout of the injector was requested by hospital risk management. According to the hospital contact, a poor intravenous or technique was suspected to be the cause.